Event description:
Event description guidant received information that, approximately 38.4 months post-implant, this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to premature battery depletion.